Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The reported pre-use check failure was confirmed during on-site troubleshooting performed by our field service engineer. This was corrected by replacing the air gas module which regulates the inspiratory air gas flow to the patient. The replaced part has been returned for investigation. During test of the returned air gas module in a reference ventilator, several tests failed during pre-use check. During ventilation, several alarms indicating poor ventilation were generated. The investigation showed that the failures were caused by a faulty delta pressure transducer. This pressure transducer is part of the flow measuring in the air gas module and its failure leads to inaccurate gas flow regulation. Ocular inspection of the delta pressure transducer showed that it was covered with white residues. Microscopic inspection showed that there were unknown particles inside a hole on the top of the sensor¿s chip. This indicates that moisture has entered via the gas flow from the supplied air. The conclusion is that moist air is the root cause of the air gas module's failure. According to the user´s manual maximum levels of water (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. (B)(4). Ref. Exemption #: e2018003. (B)(4). (B)(6).

Event description:
(B)(4).